Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. It also moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument successfully passed a clip test on 2 out of 2 attempts without any issues. Additional observation(s) not reported by site were also identified: 1). The medium-large clip applier instrument was found to have a cracked clamping pulley at the proximal end. 2). The instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip. One side was completely off and it could not be closed. There was a delay of 1-2 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the reported issue was observed while the clip was loaded on the clip applier instrument inside the patient. The instrument jaws did not line up properly in order to close and lock the clip. The surgeon attempted to apply the clip to the cystic duct and it was unable to lock. The surgeon was using hem-o-lock medium- large clips. This was the first use of this clip applier instrument during this case. The structure was the appropriate diameter for this size clip. A back up medium-large clip applier instrument was used and able to successfully apply medium- large clips to the structure.